Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient reported that she received bilateral tecnis multifocal lens implants with her cataract surgery. Her vision is now cloudy and very blurry and it is very difficult to read print and computer screens; there is always glare. Patient noted she had lasik surgery in the past. Additional information was obtained from the surgery center. At the patient's last follow-up, the patient's uncorrected visual acuity (ucva) for both eyes was 20/40. The doctor's diagnosis is posterior capsule fibrosis and he is thinking that this may be the contributing factor to the patient's blurry vision, dryness and other visual issues. Treatment given was medication for dryness. Doctor gave patient medical treatment for dryness. Doctor also indicated in the chart that there's nothing in question with the implanted lens. He referred the patient to a retina specialist for further work-up on the patient's visual concerns. He also stated that the patient may need yag (yttrium-aluminum-garnet) laser for future treatment. The zlb00 lens implanted in the patient's right eye is being captured in this report and a separate MDR is being filed for the zmb00 lens implanted in the left eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.